Manufacturer narrative:
Product analysis (B)(4): post market vigilance (pmv) received one endo gia* ultra universal 12mm single use instrument opened by the account with the packaging. The product will expire on (B)(4) 2021 the visual inspection of the returned product noted. {instrument} **the instrument firing knobs were retracted, and the articulation lever was in neutral position. **visual inspection of internal components revealed sheared teeth on the firing rack at the initial firing rack site. Pmv performed functional testing which included. Pmv reload used in testing (B)(4) {instrument} **the instrument was successfully loaded with an endo gia* 60mm articulating vascular/medium reload. ** the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. **an access hole was cut into the instrument body for visualization of the firing rack. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire while stapling the tissue. Another device was used to complete the case. The patient status was unknown.

Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire while stapling the tissue. Another device was used to complete the case. The patient status was unknown.